Manufacturer narrative:
Upon receipt, the ICD was visually inspected. The inspection revealed signs of abrasion on the housing of the ICD. Besides that, no conspicuities were noticed. At a next step the ICD was subjected to an electrical analysis. Confirming the clinical observation, the device could not be interrogated. Therefore, the ICD was opened and the inner assembly was inspected. During the inspection of the electrical module, the analysis revealed that the output stages of the high voltage circuit had been damaged. This damage indicates a shock delivery into an external short circuit. The damage of the electrical module led to a high current condition, depleting the battery. Therefore the ICD could not be interrogated properly. Possible clinical complications that might lead to an external short circuit include -but are not limited to- a twiddler syndrome, a subclavian crush syndrome or other lead insulation damages. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms. The final acceptance test proved the device functions to be as specified. In summary, the ICD was thoroughly analyzed. During the analysis, the electrical module was found damaged due to a shock delivery into an external short circuit. The damages caused a high current condition depleting the battery that finally led to the clinical observation. There was no indication of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that approximately 79 months after the implantation of the associated rv lead, the patient received an inappropriate shock. This device could not be interrogated afterwards. X-ray images reportedly revealed a damaged lead. This ICD and the competitors rv lead were explanted and replaced.